Event description:
Unknown problem.

Manufacturer narrative:
The company has become aware that there may have been a problem with our device. The company has repeatedly made efforts to ascertain the information but to no avail. The company believes it prudent to submit this report.